Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a functional end to end anastomosis in a colectomy, when the cartridge was loaded into the handle and the surgeon planned to perform the 1st firing sect under laparoscope, the cartridge was not fully closed, though the surgeon tried to close the cartridge, and the cartridge could not be inserted into the trocar. The cartridge was pressed with fingers and was inserted into the trocar forcibly, when it was tried to clamp the tissue, there was a gap between the cartridge and the tissue and the cartridge was not able to clamp the tissue well. The shell and cartridge were replaced just in case and when the surgeon approached, the device was able to resect without problem. The surgical time was extended by less than 30 min. The event occurred during the procedure but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.